Manufacturer narrative:
The subject device was not returned to any of olympus locations. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, there was the possibility following. Since the product was a product prior to counter measures due to a change in the op-amp circuit design of the patient board, it is assumed that only the evis 180 series videoscopes were no longer displayed due to a failure of the op-amp.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that before the procedure, it was found that the endoscopic image was not displayed while the evis 180 series videoscope was connected. The subject device was functioned while the evis 190 series videoscope was connected. There was no report of patient injury associated with the event.